Event description:
Upon completion of a successful clinical vari-lase procedure and removal of the device, the physician noted the sheath was charred. Fluoroscopy was taken which confirmed devices fragments were not left behind in the patient. No patient impact was reported.

Manufacturer narrative:
Device not returned to manufacturer.